Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported having a syringe of juvéderm® voluma® with lidocaine that "popped." Healthcare professional confirmed that patient contact did occur but there were no injuries. A ¿cannula 25 g softfil¿ needle was used for the injection.